Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) had triggered on the right ventricular (rv) lead due to high impedance. Reprogramming was done for rv lead polarity, and the lead remains in use. No patient complications have been reported as a result of this event.